Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found to be broken during device's reading. Boston scientific technical services (ts) noted that physician tried to work around lead and lead was broken up near the clavicle but unsure which lead was broken. This lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory which showed that through observation of conductor damage the allegation was confirmed. Bend and suture footprint was noted at the fracture site. Evidence showed fracture most likely occurred in suture sleeve area.